Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness, dry itchy throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown contamination on the bottom of the device around the device label, unknown yellowish contaminate on the back panel, mold inside of bottom enclosure, bio contamination on the inside of the bottom enclosure, mineral deposits throughout the blower box and on the inside of the device, corrosion on the p4 indicating water ingress. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one instance of e-180, e-4, e-71, e-191, eight instances of e-20, and twenty instances of e-20. The manufacturer concludes the contaminates found were consistent with mold inside of bottom enclosure, bio contamination on the inside of the bottom enclosure, mineral deposits throughout the blower box and on the inside of the device, corrosion on the p4 indicating water ingress and unknown contamination on the bottom of the device around the device label, unknown yellowish contaminate on the back panel were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.